Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6)2014, the patient underwent treatment of an abdominal aortic aneurysm, a right external iliac aneurysm and a left internal iliac aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging reportedly revealed a distal type I endoleak from the contralateral limb on the left side (pxc201400j/11745345), and enlargement of the left internal iliac aneurysm (size unknown). On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the left internal iliac aneurysm was coil-embolized, and two additional excluder® components were implanted distally on the left side to extend the contralateral limb and treat the distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.